Event description:
The pt experienced pain 2 days after having the device implanted. The pt had a computerized tomography scan (CT) which revealed that her gallbladder was inflamed. The pt was admitted to the hospital. No contact info was provided, therefore, add'l info could not be obtained.

Manufacturer narrative:
(B) (4).